Event description:
It was reported a patient underwent an atrial fibrillation vein of marshall (vom) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath. Patient experienced a cardiac perforation treated with a pericardiocentesis. A pericardial effusion was noticed in the patient. There was a drop in blood pressure on the patient. The pericardial effusion was then visualized and confirmed on intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis and about 500cc of fluid was removed. The patient was in stable condition. Additional information was received. The adverse event was discovered during use of biosense webster products. Transseptal puncture performed with baylis brk needle. Ablation performed and no evidence of steam pop. It occurred then the physician was positioning catheters in the coronary sinus (cs) for a vom alcohol ablation. He needed to get the carto vizigo¿ 8.5f bi-directional guiding sheath into the cs, which was a bit difficult due to patient anatomy. Patient was stable and moved to the cardiac intensive care unit (ICU) after the procedure. The perforation seemed to have closed because fluid had stopped collecting and the doctor was going to pull the drain at the end of his last procedure. Correct settings on devices and no error messages on equipment. Physician's opinion the cause of the adverse event was the procedure. Assessed to report the event under both the thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding devices.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00547 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2024-00548 for product code unk_carto vizigo sheath (carto vizigo¿ 8.5f bi-directional guiding sheath).